Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration and essure') in a female patient who had essure (batch no. 717618-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful and no drive at all"), loss of libido ("painful and no drive at all"), migraine ("migraines/headaches"), post-traumatic stress disorder ("ptsd"), hypoaesthesia ("numbness"), vision blurred ("blurred vision"), dizziness ("constant dizziness/lightheaded"), feeling abnormal ("brain fog "), amnesia ("memory loss"), aphasia ("loss of speech"), confusional state ("confusion"), paraesthesia ("tingling"), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted/irregular / menstrual cycle") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy and salpingectomy). Essure was removed in 2017. At the time of the report, the dyspareunia, loss of libido, migraine, post-traumatic stress disorder, hypoaesthesia, vision blurred, dizziness, feeling abnormal, amnesia, aphasia, confusional state, paraesthesia, pelvic pain, menometrorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, amnesia, aphasia, confusional state, device dislocation, dizziness, dyspareunia, feeling abnormal, hypoaesthesia, loss of libido, menometrorrhagia, migraine, paraesthesia, pelvic pain, post-traumatic stress disorder and vision blurred to be related to essure. Lot number: 717618. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, numbness, blurred vision, dizziness, brain fog, memory loss, speech loss, confusion. Lot number reported (717618) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Case become serious incident. Reporters information were added. Event:chronic pelvic pain , migration of essure device, protracted/irregular / menstrual cycle , nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration and essure') in a female patient who had essure (batch no. 717618-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, bloating, chills, constipation, decreased appetite, dizziness, dysuria, menstrual cramps, nausea, syncope, urinary frequency, vomiting, appendectomy, depression, anxiety, migraine, drug hypersensitivity, drug hypersensitivity, night sweats, postnasal drip, vision abnormal, heartbeats irregular, palpitations, rash, atypical squamous cells of undetermined significance, cervical intraepithelial neoplasia ii, gravida ii, parity 2, ectopic pregnancy and pap smear abnormal. Concomitant products included gabapentin, ketorolac tromethamine (toradol), meclozine hydrochloride (meclizine hcl), naratriptan, propranolol hydrochloride (propranolol hcl), tizanidine hydrochloride (tizanidine hcl), valproate semisodium (depakote) and ziprasidone hydrochloride (ziprasidone hcl). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("painful and no drive at all"), loss of libido ("painful and no drive at all"), migraine ("migraines/headaches"), post-traumatic stress disorder ("ptsd"), hypoaesthesia ("numbness"), vision blurred ("blurred vision"), dizziness ("constant dizziness/lightheaded"), feeling abnormal ("brain fog "), amnesia ("memory loss"), aphasia ("loss of speech"), confusional state ("confusion"), paraesthesia ("tingling"), pelvic pain ("chronic pelvic pain"), menometrorrhagia ("protracted/irregular / menstural cycle"), allergy to metals ("nickel allergy") and cervical dysplasia ("cin ii - cervical intraepithelial neoplasia ii"). The patient was treated with surgery (laparoscopy with left salpingectomy, removal of essure coil and fluoroscopy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dyspareunia, loss of libido, migraine, post-traumatic stress disorder, hypoaesthesia, vision blurred, dizziness, feeling abnormal, amnesia, aphasia, confusional state, paraesthesia, pelvic pain, menometrorrhagia, allergy to metals and cervical dysplasia outcome was unknown. The reporter considered allergy to metals, amnesia, aphasia, cervical dysplasia, confusional state, device dislocation, dizziness, dyspareunia, feeling abnormal, hypoaesthesia, loss of libido, menometrorrhagia, migraine, paraesthesia, pelvic pain, post-traumatic stress disorder and vision blurred to be related to essure. The reporter commented: there are separate similar segments of silver coiled material within the specimen container, all less than 0.1 cm in diameter, ranging from 0.5 up to 2 cm in length. Product removal date updated from 2017 to (B)(6) 2015. The patient then underwent sterilization with essure with placement of just the coil on the left side. With her ectopic pregnancy, she had salpingectomy of the right side. With this in mind, at the interstitial portion of the fallopian tube the ace harmonic device was used to excise this segment including the entire essure coil. The remaining guidewire and coil inside the corneal region was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: negative for spillage. Single left-sided device is seen. Bilateral fallopian tube occlusion.. Lot number:717618. Concerning the injuries reported in this case, the following ones were reported via social media: hypoesthesia, numbness, blurred vision, dizziness, brain fog, memory loss, speech loss, confusion. Lot number reported (717618) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter information, patient medical history, lab data, product indication, concomitant medications, rcc added. Product removal date updated. Event cin ii - cervical intraepithelial neoplasia ii added. We received a invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.